Manufacturer narrative:
From the complaint report, the patient had a vessel size of 6.0-6.5mm with moderate calcification. The IFU warns "do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis." The safety and effectiveness of the manta device can be compromised when the vessel size is on the low end of the recommended in addition to the presence of calcification. Additionally, the technician accidentally inserted the 18f manta closure device into the large-bore sheath instead of assembling the manta introducer and sheath for sheath exchange. The manta device could not be replaced; this was the only manta of appropriate size for this procedure remaining at this location. Using forceps, a physician forcibly separated the two manta components. The incorrect assembly followed by the forcible disassembly and re-use of the device prior to the deployment caused no clinical harm to the patient. Manta was then deployed, and hemostasis was achieved within 5 minutes of manual pressure. An angiogram reportedly revealed slight blushing, and then an additional angiogram taken from another projection revealed a small gap of approximately 1.0 cm between the vessel and the radiopaque lock, giving the appearance of a tract deployment. Multiple causes for tract deployment have been established; the exact cause of this tract deployment is likely user error. Similar device history records (DHR) documentation has been reviewed and showed no indication that the handle device did not meet specification. Risk documentation was reviewed, and tract deployment is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the post-deployment angiograms of the manta vcd appeared to demonstrate a tract deployment of the device. The patient did not experience a serious injury associated with the use of the manta device during the tavr procedure. No medical or surgical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure. Access site hemostasis was achieved in less than 10 minutes with the use of manual compression only. Use error has been identified as a contributing factor in this complaint. The manta vcd instructions for use instructs the user in step 2: exchange and position sheath to insert the manta introducer into the manta sheath until the hub of the introducer aligns with the sheath hub. Turn the introducer hub clockwise ¼ turn to lock into the sheath. Remove the large-bore procedure sheath while maintaining vessel access with the guidewire. Utilize digital pressure as needed during this step. Advance the assembled manta sheath and manta introducer over the guidewire as far as the patient anatomy will permit.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient's access artery size measured 6.0 - 6.5 mm with minimal-to-moderate calcification. The index device was delivered using a 14f sheath. Prior to removal of the large-bore sheath, the surgical technician inadvertently assembled the manta 18f vascular closure device (manta) incorrectly. As this was the only 18f manta available, one of the physician's present forcibly disassembled the manta using forceps. The manta was then assembled correctly and the operator proceeded with closure using the device as per the manta instructions for use. Hemostasis was achieved at skin level in less than five minutes. An anterior-posterior angiogram revealed an area of slight "blushing" was noted proximal to the location of the manta's radiopaque lock. A second angiogram was taken from an oblique position revealing a small gap of approximately 1.0 cm between the vessel and the radiopaque lock, giving the appearance of a tract deployment. Hemostasis at the femoral access site was achieved with the use of manual compression only.